Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, only the middle portion of the lead measuring 35.5 cm was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found two external insulation abrasions breaching the outer insulation was noted at 29.9 cm to 30.0 cm and 35.1 cm to 35.5 cm from the cut end consistent with friction to another implanted device or feature of the patient anatomy. All other damage found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.